Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012 at 4:30pm, the patient reported obtaining blood glucose results of "185 and 239 mg/dl" with her lfs meter. The patient reported that she manages her diabetes with humalog insulin pump therapy and she adjusts her bolus, according to carbohydrate intake and meter readings. The patient reported that she normally tests her blood glucose about 4 times a day and her typical results range from "55-300mg/dl." The patient reported that she made no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported at approximately 5:00pm, she developed symptoms of "dilated and bulgy eyes, incoherent, restless" and became unconscious. The patient reported that her daughter called emergency medical services (ems) at about 6:00pm. The reporter claimed that between 6:15-7:00pm ems obtained a blood glucose reading of "29 mg/dl" on their meter and administered IV glucose. The patient reported that she woke up in the ambulance about 7:30pm, and was transported to the emergency room (ER). The patient reported that her blood glucose was checked again in the ER and it was in the "200s mg/dl." The healthcare professional (hcp) reportedly discontinued her IV glucose and monitored for the rest of the evening. The patient stated she was discharged the next morning with no further medical diagnosis. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement. The cca noted that the patient's test strips were in good condition. However a control solution test was not run due to the reporter not having testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately high readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began, and required treatment from an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(4) 2012) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012, respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.